Event description:
Patient discharged 6/1/93 from hospital after an uncomplicated open cholecystectomy done on 5/27/93. She was readmitted on 6/5/93, evaluated, and transferred to another hospital for an ercp with a diagnosis of bile peritonitis secondary to a leak. On 8/9/93 the hospital received a note from the physician who did the 5/27/93 surgery stating that 2 large hemoclips had come off the cystic duct and he believed "...the hemoclip applicator was defective..."device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.